Manufacturer narrative:
Concomitant medical products: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had lost of stimulation due to high impedances. It was also noted that the physician noticed the possible infection. The patient underwent an explant procedure. It was unknown if device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the physician did not suspect device malfunction. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had no stimulation following a mishap. An impedance check revealed high impedances. The patient underwent a revision procedure and the physician noticed a possible infection and chose to explant the entire system.